Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2013, 1st inr = 1.5, 2nd inr = 2.6, mean = 2.05, sd = 0.78, %cv = 37.9. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing was performed on reported lot 294977 on 10/02/2013. Results as follows: donor 203, inratio: 2.8, 3.0, 2.6, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 7.14; 217, 2.9, 2.7, 2.8, 2.66, 1.66 - 3.66, 3.57. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retained products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. A total of (B)(4) discrepant complainants have been reported for the production lot yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold, no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.5; repeat inr = 2.6. Pt self tester's therapeutic range: 2.0 - 3.0. Time between testing: 10 minutes.